Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 65-year-old male patient was scheduled for a coronary artery bypass grafting surgery with impella support. The patient progressed well without clinical issues and was explanted on (B)(6) 2025 without incident. There was an issue with the aortic placement signal waveform which caused intermittent impella unknown alarms despite good pulsatility; however, this was of no consequence to the patient.